Event description:
The catheter had been in place approximately 2-3 months when the incident occurred. The pt was receiving nacl plus kcl when the first leak was noted. An x-ray and dye study were done which showed no problems. During second course of chemotherapy on 9/6/96, extravasation occurred instantaneously at the skin tunnel exit site. The pt experienced blistering.